Event description:
It was reported to baxter (B)(4) that a colleague infusion pump experienced failure code 812:02. Review of the device event history determined that this condition interrupted delivery on (B)(6) 2010. No patient injury or medical intervention was reported. The software version of this device is unknown. No additional information is available at this time.

Manufacturer narrative:
(B)(4). Device evaluation: this device was returned to baxter for evaluation. A visual inspection and functional tests were performed. Device evaluation confirmed the reported condition of a failure code 812:02. The root cause could not be determined. No repairs were necessary to repair the reported condition. This device is an unremediated colleague pump with a user interface module software version of 5.07.00. A follow up report will be submitted if additional information becomes available.

Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Manufacturer narrative:
(B)(4). A request for the return of the device has been made. Should the device be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.